Event description:
The customer ordered a new sample from the patient. The result of this sample was 1073 miu/ml (hcg+b level was increasing confirming the pregnancy). The field service engineer (fse) performed preventive maintenance.  After service, no further issues were reported by the customer.  The cause of the event could not be determined.

Manufacturer narrative:
Case closure.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 6.02 miu/ml. The repeat result was 800 miu/ml. No questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.